Manufacturer narrative:
The instrument accessory has not yet been returned for evaluation. Once the instrument accessory is returned and evaluated, a follow-up MDR will be submitted.

Event description:
It was reported that during a hysterectomy procedure, the harmonic curved shears insert broke and pieces fell inside of the pt. The broken pieces were retrieved and the procedure was completed with a replacement insert. The procedure was lengthened by 20 to 30 minutes and it is unclear if all pieces were retrieved. No pt harm, adverse outcome or injury was reported.